Event description:
The patient was undergoing a medical procedure using a penumbra system 3max reperfusion catheter. During preparation for the procedure, a 3max catheter became fractured while advancing through a penumbra system 5max ace reperfusion catheter. The procedure continued using a new 3max catheter.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.